Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # - unknown as catalog number is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook universa ureteral stent (catalog number unknown) was placed (B)(6) 2022 (exact date unknown). The device was placed at another unknown facility. It was discovered that the stent was very heavily encrusted and the patient was referred to a physician at this facility. The stent was removed and disposed of. No other stents were placed. It was reported that the patient was hospitalized or there was prolonged hospitalization, but no other details were provided. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information received 10aug2022. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10aug2022: the stent was being monitored since implantation. The patient was male, thus not pregnant. The patient was not taking any calcium supplements. The stent was removed transurethrally. The patient had prolonged hospitalization due to the stent, once the stent was removed, the patient was discharged the following day.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a cook universa ureteral stent (catalog number unknown) was placed (B)(6) 2022 (exact date unknown). The device was placed at another unknown facility. It was discovered that the stent was very heavily encrusted and the patient was referred to a physician at this facility. The stent was removed and disposed of. No other stents were placed. It was reported that the patient was hospitalized or there was prolonged hospitalization, but no other details were provided. Additional information received 10aug2022: the stent was being monitored since implantation. The patient was male, thus not pregnant. The patient was not taking any calcium supplements. The stent was removed transurethrally. The patient had prolonged hospitalization due to the stent, once the stent was removed, the patient was discharged the following day. Investigation evaluation: reviews of quality control procedures and a personnel interview was conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. It is unknown if the device was a universa firm stent or a universa soft sent, however the IFU for both products was examined and both mention encrustation as a potential adverse effect. The relevant manufacturing documents were reviewed, and it was concluded that the stent functionality was adequately inspected during quality control. Based on the available information and results of the investigation, cook has concluded that the cause of the encrustation is unable to be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.